Event description:
A pt received an xact stent in the right internal carotid artery (ica). About one hour after the procedure, the pt developed stroke symptoms. CT scan taken an hour later showed no ischemic event or hemorrhage. In the early morning of the next day, the pt developed paroxysmal supraventricular tachycardia (psvt), which was treated with dopamine, lopressor, and nitroglycerin. The psvt resolved after 10 minutes. At 0900, a neurologist diagnosed the pt with cerebrovascular accident upon exam. The pt was placed on a dopamine drip. The pt was discharged to a rehabilitation facility 4 days later with continuing left-sided symptoms, including left arm weakness. The pt experienced further complications in the rehabilitation facility, including pulmonary infiltrates the next day, treated with lasix; fall from wheelchair 11 days later, pain treated with tylenol (no fracture on x-ray); and a second ipsilateral stroke two months later. The pt was rehospitalized for the stroke for six days and returned to rehabilitation unit.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.